Event description:
It was reported that during a regular refill on (B)(6) 2014 there was a volume discrepancy where the expected volume was 13.1 ml and the actual volume was 0 ml. The cause of the discrepancy was unknown. The pump was reprogrammed to the minimum rate as a precaution so the patient was currently not receiving effective therapy. The patient reported pain and ¿some constitutional and gastrointestinal flu-like symptoms that occurred on or about (B)(6) 2014.¿ the patient would be coming to the healthcare professional¿s (hcp) office to have the reservoir volume checked (¿next week¿ after (B)(6) 2014). The pump was used to infuse hydromorphone. No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information reported an inclusive reason for the discrepancy could not be identified and was assumed that human error was the root cause. The patient's therapy has been restarted and was being titrated to a therapeutic dose. The physician would not expect the daily doses to produce satisfactory pain relief.